Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, the pre-op-report, the cathlab report and the progress notes) was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review, no manufacturing related root cause could be identified. The treating physician rated the outcome as both, not device-related and not procedure related complication. The IFU clearly advices not to re-insert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
During treatment of the mid lad with a balloon, a type iii perforation had occurred. After placing the 1st pk papyrus covered stent, it was attempted to implant a 2nd pk papyrus stent, but the device was unable to cross the lesion, and the covering of papyrus stent was stripped in the entrance to 6f guideliner. The 2nd pk papyrus stent was never deployed in patient. Then, a balloon was used to treat the perforation. The perforation was successfully sealed.